Event description:
Customer reported experiencing multiple high blood glucose events displayed as "high"; although specific values were not provided. Cause was not known. Customer did not take any actions to address the bg. Customer continued to use the pump for insulin therapy.